Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, a "defib pad short" message was displayed during the performance of a 30j self test via paddles. The complainant indicated that there was no pt involvement in the reported malfunction.